Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen would turn black unexpectedly then would go back to functioning as normal. During troubleshooting, tandem technical support confirmed that there were no alerts or alarms in the history that would have caused the issue. The customer was able to resume insulin therapy and reported the pump to be functioning properly. There was no known impact to the customer's blood glucose level.